Event description:
It was reported that the xenon light source was not recognizing the endoscopic instruments. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure light source was not recognizing the endoscopic instruments was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope socket repair. A root cause could not be identified. Based on the results of the investigation, the most probable cause of light source was not recognizing the endoscopic instruments was due to scope socket repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.